Event description:
Customer's father reported customer received inaccurate glucose readings of 125 mg/dl, 152 mg/dl and 170 mg/dl from their freestyle lite meter and treated with her insulin accordingly. As a result, customer's father reported customer experienced symptoms of "insulin reaction", inability to speak and fell over and hit her head. Customer was given food and juice to counteract her symptoms. Paramedics were called and they obtained readings of 50 mg/dl and 62 mg/dl with their hcp meter and treated customer with intravenous solution. Customer was transported to hospital where she was being diagnosed with severe hypoglycemia and treated with intravenous solution and food. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.